Event description:
A confirmed motor stall was noted in the event logs with no motor stall recovery recorded. The pt had received intermittent therapy from the pump. They had planned to replace the pt's pump. It was stated that they had assumed dilaudid and bupivicaine were the medications in the pt's pump, but that was not confirmed. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).